Manufacturer narrative:
(B)(4). Batch # m9152c. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible that the unexpected noise could be heard when the blade becomes damaged. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4).

Event description:
It was reported that during a laparoscopic myomectomy procedure, when taking a bite into uterus tissue to mobilize the fibroid the device "broke". The handle made a loud noise and the surgeons were unable to advance the knife blade or open the jaws. The surgeon inspected the jaws and patient to ensure all pieces were present. Case completed with another device of the same product code. There were no patient consequences reported.